Event description:
It was reported that the patient presented in clinic for follow-up. It was previously noted that the pacemaker exhibited noise. Programming changes were made. Patient condition was stable.